Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration- additional information. B5: describe event or problem - additional information. D1 brand name- additional information. D4 catalog no- additional information. H2 type of follow up: additional information. H6 code- - additional information.

Event description:
It was reported that a dexcom app crash occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.